Event description:
The manufacturer received information alleging a ventilator is powering on and off sporadically. Additionally, the unit's screen is also going black at times. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.